Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results: the returned resolution 360 clip was analyzed through visual and microscopic evaluation. The device was received without the clip assembly and showed evidence of full deployment. A dimensional test was performed between the hooks of the bushing, and the measurements were found to be within specification. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed since the device was returned fully deployed. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2025. During the procedure, the clip would not release when trying to deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2025. During the procedure, the clip would not release when trying to deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.